Event description:
Breast implants caused severe quality of life detriment immediately following implantation including but not limited to: weight gain, joint pain, acne, hormonal issues, constipation, food sensitivities, depression, hair loss, brain fog; implant was found to be ruptured after less than 5 years. After removing implants, majority of symptoms have now been resolved within two years but some are still remaining. I have over 20 tests I can share if needed taken over the course of time with implants. FDA safety report ID# (B)(4).